Event description:
Case description: investigation results: name: novopen 5, batch no: nvgcf95-1. The number of complaints on the batch was evaluated and, when applicable, relevant actions were taken. The product was not returned for examination. This report is for a foreign device that is assessed as "similar" to us marketed novopen echo. Since last submission the case has been updated with the following: -"malfunction" updated as "no". -investigation results updated. -"final report" ticked, "expected date of fu report" removed and "current location of device" updated in EU/ca tab. -b, c and d, g (imdrf) codes updated in device addendum tab. -narrative updated accordingly. No further information available. Final manufacturer's comment: (B)(6) 2024: the suspected device novopen 5has not been returned to novo nordisk for evaluation. No abnormalities relating to the observed problem were found in the reference sample analysis. The batch documentation has been reviewed and found to be normal. With the available limited information regarding the handling of the suspected device, it is not possible to identify a clear root cause in relation to functionality of novopen 5. Elderly age of the patient and underlying medical condition of diabetes mellitus are significant confounding factors for the development of hyperglycaemia. H3 continued: evaluation summary name: novopen 5, batch no: nvgcf95-1. The number of complaints on the batch was evaluated and, when applicable, relevant actions were taken. The product was not returned for examination.

Event description:
Event [preferred term] (related symptoms if any separated by commas) glucose was 19.8. The patient was in a mild coma, and the doctor suspected that it was a temporary coma caused by high blood glucose. [Diabetic hyperglycaemic coma] the novopen 5 was blocked [device occlusion] the patient to be unable to inject insulin [device failure] case description: this serious spontaneous regulatory authority from the national medical products administration, china was reported by a health care professional nos as "glucose was 19.8. The patient was in a mild coma, and the doctor suspected that it was a temporary coma caused by high blood glucose.(coma hyperglycaemic)" beginning on (B)(6) 2024, "the novopen 5 was blocked (device blockage)" beginning on (B)(6) 2024, "the patient to be unable to inject insulin (device failure)" beginning on (B)(6) 2024, and concerned a 66-year-old female patient who was treated with novopen 5 (insulin delivery device) from (B)(6) 2024 for "diabetes mellitus", the patient's height, weight and bmi (body mass index) not reported. Dosage regimens: novopen 5: on (B)(6) 2024 to not reported. Current condition: diabetes mellitus (type and duration not reported) concomitant products included - novolin 30r (insulin human, insulin isophane) treatment included - insulin, oxygen on (B)(6) 2024, the patient came to the hospital at about 8:20 a.m. On an unknown date, the patient glycosylation hemoglobin detection showed glucose was 15.3(units not reported) before meals.the doctor prescribed mixed protamine human insulin injection (30r) 400 u, 20 u, qd, and one piece of novopen 5. On (B)(6) 2024, at around 18:20 p.m., the patient injected 20 u of mixed protamine human insulin injection (30r). During the injection process, the novopen 5 was blocked, causing the patient to be unable to inject insulin. On (B)(6) 2024, the patient came to the hospital again at around 9:20 a.m, due to coma. And the blood pressure was found to be130/90 mmhg. The glycosylation hemoglobin detection showed glucose was 19.8(units not reported). The patient was in a mild coma, and the doctor suspected that it was a temporary coma caused by high blood glucose. The patient was immediately given 10 u of insulin injection via intravenous drip and was on oxygen. The patient gradually regained consciousness around 3:20 p.m. In the afternoon. Blood pressure was found to be 130/90 mmhg, glucose was measured to be 8.2, the doctor suggested that the patient continue to stay in the hospital for observation, and vital signs were stable. Batch numbers: novopen 5: nvgcf95-1 action taken to novopen 5 was not reported. The outcome for the event "glucose was 19.8. The patient was in a mild coma, and the doctor suspected that it was a temporary coma caused by high blood glucose. (Coma hyperglycaemic)" was recovered. The outcome for the event "the novopen 5 was blocked (device blockage)" was not reported. The outcome for the event "the patient to be unable to inject insulin (device failure)" was not reported. References included: reference type: e2b authority number reference ID (B)(4) reference notes: nmpa (national medical products administration), chn no further information available. This report is for a foreign device that is assessed as "similar" to us marketed novopen echo.